Event description:
The customer's mother reported that she activated the device late in the day on (B)(6) 2012. It seemed the device was working. Her son experienced a low blood glucose of 41 mg/dl which they corrected. His bedtime bg measurement was 176 mg/dl and it remained the same at 7:20 am on (B)(6) 2012. She checked his bg about an hour later and it measured 299 mg/dl. She changed the device and once the pod was removed the cannula looked as if was not inserted in the tissue site properly. She could not see an indentation where the cannula might have been inserted.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defect was found. The customer's mother observed that the cannula did not appear to have properly inserted in the infusion site. The blood glucose history as reported suggests that the device did deliver insulin properly for several hours, but that the cannula may have dislodged from the skin at some point. This condition would interrupt insulin delivery and contribute to hyperglycemia. It can not be confirmed through laboratory evaluation. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." "Check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."